Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that on (B)(6) 2018, the patient was walking by their truck when they felt a sharp pain near the ins pocket site that did not feel like their stimulation; it felt like a needle stick. No falls or trauma was reported. It was reviewed that since the patient's device appeared to be in overdischarge, the ins would not put out any energy. On (B)(6) 2018, additional information was received from the rep. They reported the patient was put under fluoroscopy in the doctor's office and it was determined that the ins was migrating out and a corner of the ins was causing the sharp pain. The rep reported the pain at the ins site has resolved but the patient and doctor are going to schedule an explant of the device since the patient had not used the device for over a year due to it not being beneficial for the patient. No further complications were reported or anticipated.